Manufacturer narrative:
(B)(4).: batch #: unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was obtained: were any issues experienced with device intraoperatively? Ans. Patient experienced post operative bile leakage through the staple line. What was the product code of stapler used with reported reloads? Ans. U40p9k & t4058d. Can details be provided how j-j was created to include how common channel was closed? Ans. No. Did the patient undergo preoperative radiation or chemotherapy? Ans. Unknown. Does the surgeon believe the post-op leak is related to staple line or patient tissue condition? Ans. Yes. What was done in the reoperation? Ans. Unknown. What is the current patient status? Ans. Critical.

Event description:
It was reported that the surgeon used our gst60g in whipple's procedure. 10 days post operative staple line opened and leakage occurred at gastrojejunostomy. Patient is still in a critical condition, did the patient experience a post-op device malfunction? Yes. If yes, please describe. 10 days post operative staple line opened and leakage occurred at gastrojejunostomy., did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Yes. Did the patient require revision surgery or hardware removal? Yes. Facility name of original implant citizens hospital, was device explanted? False. Did patient require revision surgery? True. If yes, date of revision surgery. (B)(6) 2021. Reason for revision surgery. 10 days post operative staple line opened and leakage occurred at gastrojejunostomy., patient status/ outcome / consequences yes. Patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Patient is still in a critical condition, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. Is the patient part of a clinical study unknown. (B)(4). Device property of none. Device in possession of none. (B)(4). Device property of none. Device in possession of none. If any new information will be made available, the additional information will be submitted through cst. True.